Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve with this delivery catheter system ( dcs), a pre-implant balloon aortic valvuloplasty (bav) was performed with moderate calcification noted. During the procedure the valve dislodged on the first deployment attempt due to a too high position. The valve was recaptured and successfully implanted on the second deployment. During the implant procedure, s-t segment deviation occurred during temporary pacing. The s-t segment deviation resolved the same day without treatment. No symptoms occurred during the deviations. Enzymes were monitored. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-26 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2022; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.